Event description:
During a hip procedure, the cautery tip broke. It was retrieved without injury to the pt.

Manufacturer narrative:
It was reported that during a surgical procedure, the tip broke. It was retrieved without injury to pt or clinician, the broken tip was returned for eval. Bovie medical is the MFR of this device. The sample is being forwarded to them for further review and investigation. As the MFR of the device, they will determine the need for any corrective action.